Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined. If the sample is returned a failure investigation will be performed. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that after 11 days of use, air leaked. They found a pinhole in pilot balloon. The pt required a non-routine re-cannulation. No pt harm was reported. A pre-test of the tube was done. The tube's lot number is not known.